Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that the force bipolar instrument's tip was broken and was unable to remove it from the cannula. The tse advised the user to remove it by using an instrument releasing key tool. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by advising the site to remove the instrument by using some tool. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
Additional investigation revealed that the failure analysis had been previously reported on related MFR 2955842-2025-20335. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: at the time the tip was broken off/detached from the shaft, and the instrument was not in strong grip mode. The jaws did not close or close on tissue, and no fragments fell inside the patient. Another instrument was used to pry open the jaws and there was no unexpected tissue removal. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.